Event description:
It was reported that the jetstream catheter rotation and aspiration stopped working. A 2.4mm jetstream xc atherectomy catheter was selected for percutaneous transluminal angioplasty of the superficial femoral artery for an occlusion. After approximately 5 minutes of use, there was a "bump in the shaft" and the system rotation and aspiration stopped working during rex mode; however, the infusion did not stop. The procedure was completed successfully using another jetstream catheter without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this jetstream xc atherectomy catheter was returned for analysis. Visual examination revealed a bulge to the infusion sheath 13cm from the tip and multiple kinks distal of the bulge. The housing was opened, and the small gear was still engaged with the larger gear. Functional testing was not able to be performed because of the bulge. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed damage that would have contributed to the blades not spinning and failure to evacuate.

Event description:
It was reported that the jetstream catheter rotation and aspiration stopped working. A 2.4mm jetstream xc atherectomy catheter was selected for percutaneous transluminal angioplasty of the superficial femoral artery for an occlusion. After approximately 5 minutes of use, there was a "bump in the shaft" and the system rotation and aspiration stopped working during rex mode; however, the infusion did not stop. The procedure was completed successfully using another jetstream catheter without sequelae.